Event description:
Covidien received info that an 840 ventilator stopped cycling while in use on a pt. The customer reported that the pt was placed on another ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).